Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 1 event was reported for this quarter. Product return status : 1 device was received for evaluation. Evaluation status : 1 device evaluation is in progress. Additional information : 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. 1 event had no patient involvement; no patient impact

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 1 event was initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused. H3 other text : device not available for evaluation.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a component detach. 1 event had no patient involvement; no patient impact